Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 200 units of cold insulin. Subsequently, the contact was unable to observe drops of insulin coming out of the end of the tubing, and reported observing large amounts of air bubbles in the infusion tubing. The contact was able to successfully prime out the air bubbles. The customer successfully reloaded the cartridge successfully and resumed insulin delivery. There was no impact to the customer's blood glucose level.